Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a dislodged right ventricular lead, which also led to the patient experiencing several inappropriate shocks due to double counting of signals. The lead was explanted and replaced on (B)(6) 2021. The patient was recovering post-procedure.